Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced variable blood glucose with episodes above target and below 70 for about one hour while traveling and running low on supplies; replacement supplies were shipped, and no device alerts or alarms were reported. Symptoms included headaches of uncertain relation to the glucose excursions. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no other assistance. Investigation included review of complaint details and user feedback. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia of unclear cause with no reported device malfunction and no clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.